Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. Device is providing therapy. Surgical intervention may be undertaken to address this issue.